Manufacturer narrative:
Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 12-oct-2019, UDI#: (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving unknown medication at an unknown concentration and dosage via an implantable pump for failed back surgery syndrome, chronic low back pain, and spinal pain. On (B)(6) 2019, it was reported that a volume discrepancy occurred during a refill on (B)(6) 2019. The expected reservoir volume was 4 ml but the actual reservoir volume was 20ml. The pump was had reportedly not experienced a motor stall. The hcp had not checked the logs at the time of the event, but a dye/roller study would be performed on (B)(6) 2019. The patient had reportedly been in pain "just recently" and was taking oral medication for the pain until the pump and/or catheter are investigated/fixed. No environmental/external/patient factors that might have led or contributed to the issue were reported. The issue was not considered resolved at the time of the event. No surgical intervention had occurred, but it was unknown if surgical intervention was planned. The patient's status was listed as "alive-no injury". No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated they were unaware of the cause of the volume discrepancy and the inability to aspirate. The hcp did not have any additional explanation for the above and the hcp¿s decision was to maintain the patient¿s pump with preservative free saline. No further information was provided. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the rep was not present for the dye study that took place. The dye study was performed on (B)(6) 2019 and it was reported the doctor was unable to aspirate from the catheter access port. He removed 17cc of dilaudid from the refill port and replaced it with 20cc of preservative free saline. It was noted the patient¿s cancer was so far advanced now he was not going to explore it any further and the pump would not be explanted. There would be nothing surgically to remove. The patient was alive and being treated with oral medications. No further complications were reported or anticipated.